Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-01335. It was reported that post a stenting treatment procedure, restenosis occurred. Cardiac catheterization revealed 2 target lesions. The first was a 90% stenosed, bifurcated and 16mm long lesion located in the first diagonal coronary artery with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. The second was a 60% stenosed and 18mm long lesion located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. It was treated with direct stent placement using a 3.0x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient was admitted to the hospital and underwent cardiac catheterization which revealed in stent restenosis and target vessel revascularization was performed. It is the opinion of the physician that this event is unrelated to the taxus liberte stent.

Event description:
It was further reported that at the time of the event, cardiac catheterization revealed 90% ostial stenosis in the diagonal artery, 50-70% stenosis in the left anterior descending artery (lad) just after the diagonal and 30-50% stenosis in the lad in the more distal part of the lad stent.

Event description:
It was further reported that at the time of the index procedure, the clinical assessment indicated the patient had unstable angina. At the time of the event, the patient presented with persisting chest pain and was diagnosed with unstable angina.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that at the time of the event, there was 90% in stent restenosis of the first diagonal and mid left anterior descending coronary artery (lad). The patient underwent intervention 1 day later. The first diagonal was treated with balloon angioplasty and placement of a 2.5x28mm non-bsc drug eluting stent. The mid lad was treated with balloon angioplasty and placement of a 3.0x28mm non-bsc drug eluting stent. The event is reported to be resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel. It is now the opinion of the physician that this event is related to the taxus liberte stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).